Event description:
It was reported that during implant of the left ventricular (lv) lead, when the guidewire was being pulled back it got stuck in the lead and would not retract. The guidewire and lead were removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: there was blood on the distal conductor of the lead and it was not obstructed. It was noted that there was blood on the proximal, lv3, and lv4 conductors of the lead and they were not obstructed. The distal, proximal, lv3, and lv4 conductors of the lead were obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. The analyst commented that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. This blood dried and the guidewire became stuck within the lead. (B)(4).